Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the helix on the right atrial (ra) lead would not deploy after repositioning. The lead was removed and attempts were made to deploy the helix outside the body with no results. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.